Event description:
Related manufacturing ref: 3005334138-2018-00453. During a left-sided wolff-parkinson-white procedure, the non-abbott needle would not exit the end of the introducer. The dilator of the introducer was removed and the sheath was attempted to be flushed, but no saline flushed through. A small rupture in the dilator tip was noted without skiving and it is unknown whether the rupture occurred inside or outside of the patient. A second introducer was opened and inserted into the patient, but the same issue occurred. The dilator was taken out of the patient and the needle was attempted to be inserted fully through, which caused a small piece of plastic to exit the dilator. A third introducer was used and the procedure was completed with no adverse consequences to the patient. There was no stylet used for either introducer and the needle was pre-shaped.

Manufacturer narrative:
The reported event of skiving and needle insertion difficulties could not be confirmed. The results of the investigation are inconclusive since the device was not received for investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported skiving and needle insertion difficulty is consistent with the failure to use a stylet/similar component during needle insertion through the dilator. Swartz transseptal guiding introducer instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator.¿